Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient underwent an afib ¿ paroxysmal ablation procedure with a pentaray nav high-density mapping eco catheter and the patient suffered cardiac tamponades requiring pericardiocentesis. It was reported by the caller that a pentaray nav high-density mapping eco catheter would not advance through the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced without resolution. The pentaray nav high-density mapping eco catheter was replaced, and the issue was resolved. The customer¿s reported issue relating to the impeded pentaray nav high-density mapping eco catheter is not considered to be MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. It was also reported that electrode #2 of the varipulse catheter was not showing up on the carto 3 system map - it was black. The patient interface unit (piu) to trupulse generator cable was replaced without resolution. The catheter cable was replaced without resolution. The varipulse catheter was replaced, and the issue was not resolved. The system was rebooted without resolution. The caller states there was a bent pin found in the catheter cable. No spare cable was available, so electrodes 1 and 2 were turned off for the procedure. These customer¿s reported issues are also not considered to be MDR reportable as the potential risk that these could cause or contribute to a serious injury or death is remote. On (B)(6) 2022, additional information was received from the bwi representative indicating that the patient presented to the hospital with another pericardial effusion on (B)(6) 2022. On (B)(6) 2022, more information was received indicating an adverse event occurred on (B)(6) 2022 and pericardiocentesis had to be done on the evening of the procedure. The patient outcome of the adverse event worsened and the patient returned and was drained a second time on (B)(6) 2022. The physician¿s opinion on the cause of this adverse event is that they are not sure if the issue was due to bwi product malfunction, procedure, or the patient condition. The patient did not require extended hospitalization because of the adverse event. Prior to noting the initial cardiac tamponade, ablation was performed and the adverse event was noticed after the case. An irrigated catheter was used in the event, the flow setting was 4 in la, 30 while advancing/retracting. Correct catheter settings were selected on the generator. Additional information was received indicated the resistance with the pentaray nav high-density mapping eco catheter did not result in any damage to the sheath, dilator or the catheter. The dilator was able to move within the sheath but not the catheter. They could not get the pentaray nav high-density mapping eco catheter through carto vizigo¿ 8.5f bi-directional guiding sheath - medium. Nothing was stuck. There was no occlusion when irrigating the sheath. There was no material causing the obstruction that was observed.

Manufacturer narrative:
It was reported that a female patient underwent an afib ¿ paroxysmal ablation procedure with a pentaray nav high-density mapping eco catheter and the patient suffered cardiac tamponades requiring pericardiocentesis. It was reported by the caller that a pentaray nav high-density mapping eco catheter would not advance through the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced without resolution. The pentaray nav high-density mapping eco catheter was replaced, and the issue was resolved. The customer¿s reported issue relating to the impeded pentaray nav high-density mapping eco catheter is not considered to be MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 21-nov-2022, additional information was received from the bwi representative indicating that the patient presented to the hospital with another pericardial effusion on (B)(6)2022. On 03-dec-2022, more information was received indicating an adverse event occurred on (B)(6)2022 and pericardiocentesis had to be done on the evening of the procedure. The patient outcome of the adverse event worsened and the patient returned and was drained a second time on (B)(6)2022. The physician¿s opinion on the cause of this adverse event is that they are not sure if the issue was due to bwi product malfunction, procedure, or the patient condition. Device evaluation details: a product analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).